Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported unintended movement associated with the clip opening while establishing final arm angle (efaa) was unable to be determined. It should be noted that the mitraclip instructions for use (IFU) states under the clip deployment section to ¿establish final arm angle¿. The reported improper or incorrect procedure or method was associated with not performing efaa the second time. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Failure to follow steps / instructions.

Event description:
This will be filed to report unintended movement. It was reported this was a mitraclip procedure to treat degenerative functional regurgitation (mr) with a grade of 4, a posterior prolapse and a flail. The clip was inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed the clip continuously opened roughly 10-15 degrees. Troubleshooting was performed and the clip was able to pass efaa and was successfully deployed. It was noted the physician does not perform the second efaa test when deploying the clip. To further reduce mr, an additional clip was implanted, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.